Event description:
Customer reported the occurrence of a set with a leaking filter on each of two consecutive days. The sets were being used for the administration of chemotherapy. 08/07/1998, cwf no patient compromise reported.